Event description:
The core impaction drill was sent in for repair due to overheating. There was no pt involvement; no adverse consequence was associated with the device.

Manufacturer narrative:
During quality investigation the device exceeded the maximum allowed temperature rise. Further investigation revealed corrosion damage to the motor cartridge; there was insufficient lubrication in the bearing. The damaged parts were replaced; preventive maintenance done and the device was repaired and returned to the customer.